Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's (pt) implantable neurostimulator (ins) no longer worked and pt was not feeling therapy; pt claimed the ins does not turn on and pt did not have external equipment. They reported their ins has been unable to connect to their external devices. Caller said pt was supposed to have the device looked at but had to cancel appointment because the pt ended up in the hospital and needed an MRI.